Manufacturer narrative:
Age/date of birth: unk. Weight: unk. Date of event: unk. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7, -10.0 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to vault was too high. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information was received - the reporter stated the lens was downsized to a more appropriate vault and there was no defect, injury or any other issue. Device evaluation: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear residue on the lens. (B)(4).